Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving morphine 10 mg/ml for an unknown total dose and bupivacaine 7 mg/ml with an unknown total dose via an implantable pump. It was reported an alarm was heard and a motor stall was seen upon interrogation. It was noted that the patient just moved to the area. It was noted the patient's wife heard the pump alarm and notified the clinic. It was noted that the patient has not had a magnetic resonance imaging (MRI) recently. It was reviewed it was likely a true stall and to consider pump replacement. There was no known factors that may have led or contributed to the motor stall. No symptoms were reported. Surgical intervention occurred as the patient had an emergent pump replacement on (B)(6) 2020. The issue was resolved at time of event. The patient's status at time of report was alive-no injury. The patient's medical history was asked, but unknown. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication, stall due to shaft bearing, and stall due to gear wheel 3. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.